Manufacturer narrative:
Materials management; healthtrust analyst, member support. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the set leaked blood at the connector during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connector was not confirmed; however, a leak was found at the top of the silicone pump segment. Functional testing found that the set leaked from the top of the silicone segment. Closer inspection under magnification observed that the leak is due to a small hole on the silicone segment. The cause of the leak is from a small hole in the silicone pump segment near the upper fitment. The root cause of the damage could not be definitively determined.

Event description:
The customer reported the set leaked blood at the connector during patient use. There was no patient harm.